Event description:
It was reported that the patient underwent gynecological procedures; tvh, anterior vaginal repair and mesh for cystocele, uterine prolapse, sui, and menorrhagia on (B)(6) 2009 and mesh was implanted. A sacrospinous ligament vaginal vault suspension, posterior colporrhaphy, perineorrhaphy, anterior colporrhaphy with mesh, for stage ii pop, and perineal body defect, on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.